Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was oversensing, pacing inhibition, and asystole on this lead. Sensitivity was programmed to 10 mv, increased output to 5v. Should additional information become available this file will be updated.